Event description:
It was reported that the patient experienced a sporadic shocking sensation in the "bend of the thigh." It was reported that the patient fell on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3093-28, lot# j0555262v, implanted: (B)(6) 2005, product type lead; product ID 3031a, serial# (B)(4), product type programmer, patient. (B)(4).